Event description:
It was reported that prior to an unknown treatment procedure, a hole in the catheter was identified. During preparation, while external to the patient, a hole was found in the shaft of the 3.5x20mm nc quantum apex balloon catheter. The device was not used. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed a hole in the shaft. An inflation device filled with water was used to pressurize the catheter and a leak was identified 5mm distal to the guide wire exit notch. Magnified inspection revealed a hole in the outer shaft. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown treatment procedure, a hole in the catheter was identified. During preparation, while external to the patient, a hole was found in the shaft of the 3.5x20mm nc quantum apex balloon catheter. The device was not used. There were no patient complications reported and the patient's status is ok.